Event description:
It was reported by provider that the irc5po2v concentrator will turn on, beep and the green light comes on but no output. He states the unit will beep 25 times. He states the unit will stop beeping, and the green light stays on, but no output. The provider states the unit has 88 hours on it and is consumer owned. The provider wanted to check with the consumer and his supervisor before sending in for repair.